Event description:
Device 2 of 3. Reference MFR reports: 1627487-2010-03411 and 1627487-2010-03413. The pt received her scs sys, consisting of an ipg, four percutaneous leads, and two extensions on (B)(6) 2010. One of the extensions was explanted and replaced on (B)(6) 2010 (reference MFR report 1627457-2010-02522). It was reported that the pt experienced a loss of stimulation. The stimulation could not be regained by reprogramming. An x-ray showed that one extension was not fully inserted in the ipg header. The physician chose to explant and replace the ipg and extensions. As a result of the replacement, the pt felt stimulation on all four leads. The explanted devices were returned to the MFR for analysis on (B)(6) 2010. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Discoloration noted in the lead segment of the extension. All wires were broken in the header and pulled back into the strain relief from overstress. The terminal end of the extension showed additional indications of overstress. Continuity testing failed. The extension header was checked with the lead pull tester for 30 seconds and all setscrews held as expected. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.